Event description:
Hip arthroplasty using a depuy pinnacle 58mm sector series cup, two screws for adjunctive fixation with size 5 metal on metal insert, standard off-set duofix stem with +5 30mm ball. (B)(6) 2010: intense groin pain and swelling around hip. This has continued to present day. Rom severely reduced. Impossible to put sock and shoe on due to leg stiffness.